Manufacturer narrative:
Sections a1-a4: patient information was requested but not provided. Section h6: corrected medical device problem code. Section h8: corrected. Section d9 and h3: the device was returned under a separate event on (B)(6) 2024 and evaluated under MFR #: 3003306248-2024-00002. Manufacturer¿s investigation conclusion: the reported event of the pump motor stopping was unable to be confirmed. A log file was extracted from centrimag console (B)(6). A review of the log file contained data spanning between (B)(6) 2022 - (B)(6) 2024, per timestamps. No atypical motor stops were observed on (B)(6) 2024 as the system was not in use with a patient. The centrimag motor (s/n: (B)(6)) was evaluated at the service depot. No physical anomalies were observed. The motor was connected to the returned console and a test loop. The system was run for several days and operated as intended. During the extended operation, the motor's cable was flexed throughout its entire length and no alarms activated. The motor and console underwent functional testing and passed without issue. The motor and console were returned to the customer site. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (s/n: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) table 13 entitled ¿console alarms and alerts¿ addresses how to properly interpret and troubleshoot all system alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pump motor was stopping. Additional information was not provided. Related manufacturer reference number: 3003306248-2024-00035.